Event description:
No additional event information.

Manufacturer narrative:
Follow up report. (B)(4). No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number a review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
On 17-mar-2025, a journal article was retrieved from european journal of orthopaedic surgery & traumatology (2024) that reported a study from india. The aim of the study was to analyze the clinical and radiological outcomes of conversion total hip arthroplasty (tha) for failed fixation of proximal femur fractures with monoblock grit-blasted titanium reconstruction stem. The study reviewed 39 patients, from january 2017 to january 2022, with a mean time interval from initial fracture fixation to conversion of 22.5 ± 25.5 months. The surgeries were performed by three surgeons that used an anterolateral modified hardinge approach using a wagner self-locking (sl) stem. The stem length/patients include: (190mm /12 patients); (225mm/21 patients); (265mm/5 patients); and (305mm/1 patient). Prior dhs fixation in 23 patients and 16 patients had prior cephalomedullary screw fixation with modes of nonunion (19), screw cutout (13), and posttraumatic arthritis (7). Twelve patients had abductor reconstruction with stainless-steel wires, 20 had reconstruction with 5-ethibond sutures and the rest had intact abductor mechanism. The study population had a mean age of 61.5 ± 16.1 years at time of surgery; (19 males/20 females). Follow-up was conducted at 1, 3, 6 months and then every year thereafter with a mean length of follow-up for 27.8 months (range, 14-72 months). It was reported that two patients from the cephalomeduallary group experienced intra-op periprosthetic fractures and underwent treatment of either cerclage wires and/or plate osteosynthesis. Post-operatively, each patient was kept non-weight bearing mobilization with walker frame for 3 weeks, then toe-touch weight bearing was allowed for next 3 weeks. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3: date event: between jan 1, 2017 to jan 31, 2022. D10: unknown head, #item unknown, #lot unknown. Unknown cup, #item unknown, #lot unknown. Unknown liner, #item unknown, #lot unknown. Therapy date: unknown. G2: report source india. Report source: "soundarrajan, d., fanta, h. T., singh, r., dhanasekararaja, p., rajkumar, n., & rajasekaran, s. (2024). Outcomes of conversion total hip arthroplasty for failed fixation of intertrochanteric fractures with monoblock distal-loading reconstruction stem. European journal of orthopaedic surgery & traumatology: orthopedie traumatologie, 34(4), 2113¿2120. Https://doi.org/10.1007/s00590-024-03907-9." The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.